Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Findings: pump received with partially broken reservoir tube lip, partially broken retainer, scratched case, and pillowing keypad overlay. Unable to perform the displacement test due to missing retainer. (B)(4).

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated there was a crack at the top of the reservoir compartment where the reservoir screws in and a missing piece at the reservoir chamber. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.